Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. On (B)(6) 2025, a patient underwent coronary angiography and stent implantation. At approximately 10:40 am, balloon dilation was being performed using a percutaneous transluminal coronary angioplasty (ptca). A 1.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, it was noticed that the balloon ruptured. The device was completely removed. Subsequently, another device was use and the procedure was resumed around 11:00 am. The remainder of the procedure was carried out without incident. The rupture of the balloon during the procedure resulted in an extension of the procedure time by nearly 20 minutes. No patient complications were reported.

Manufacturer narrative:
B5 - updated describe event or problem.

Event description:
It was reported that balloon rupture occurred. On (B)(6) 2025, a patient underwent coronary angiography and stent implantation. At approximately 10:40 am, balloon dilation was being performed using a percutaneous transluminal coronary angioplasty (ptca). A 1.50mm x 15mm maverick? Balloon catheter was advanced for dilation. However, it was noticed that the balloon ruptured. The device was completely removed. Subsequently, another device was use and the procedure was resumed around 11:00 am. The remainder of the procedure was carried out without incident. The rupture of the balloon during the procedure resulted in an extension of the procedure time by nearly 20 minutes. No patient complications were reported. It was further reported that the 80% stenosed target lesion was located in a mildly tortuous and mildly calcified left anterior descending artery. The balloon ruptured during the first inflation. The device was pulled out directly.